Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a IV set an120 w/o bp had leakage. The following was reported, "airvent leakage. As soon as the IV set is connected to the fluid, the fluid flows into the air vent."

Event description:
It was reported that a IV set an120 w/o bp had leakage. The following was reported, "airvent leakage. As soon as the IV set is connected to the fluid, the fluid flows into the air vent."

Manufacturer narrative:
H.6. Investigation: one sample was returned to sbdm, lot number is 2901021. Visual inspection of complaint sample: sbdm conduct visual inspection of complaint sample, the inner wall of the air vent look damaged. Investigation by filling medicine into the an120: sbdm fill medicine into the spike & chamber under normal condition, they could not find leakage in the spike air vent. Investigation by filling medicine into the an120 under high pressure: sbdm fill medicine into the spike & chamber under high pressure, they found leakage in the spike air vent when the air pressure was over 0.23 mpa. House sample inspection: sbdm inspected the 5 pcs each from lots (no 2812201, 2812221, 2901021, 2901072 & 2901081) from the house samples, no leakage is observed even as the air pressure was over 0.52 mpa. Device history record review: sbdm reviewed manufacturing record for 2901021, no abnormality was observed. Root cause: sbdm conduct visual inspection of the complaint sample and found the inner wall of air vent had damaged. Sbdm found there was no leakage under normal using condition but, if the pressure was over 0.23 mpa leakage on the air vent of spike could be observed. The likely cause is during ultrasonic assembly process of chamber + spike + air filter. There is a jig which is to align spike air vent hole to assemble air filter. However, if the center of the jig is not matched with the center of spike, the inner wall of spike could be damaged and the air filter in turn, could be damaged too. Sbdm concluded that temporary malfunction of air filter assembly machine causes this complaint case. Sbdm has in house CAPA-19-018 in place to monitor defect.